Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined.